Event description:
It was reported that within a day after a prostate biopsy was performed, the patient presented with signs and symptoms of an infection. The patient was admitted to the hospital to receive intravenous antibiotics. The patient had been on cirpo orally, for one month prior to the biopsy. The guide used in the procedures, is reusable and came with the ultrasound equipment, and is sterilized between procedures. According to the user facility, their records indicate that the wire was sterilized properly.

Manufacturer narrative:
The device history records were reviewed and confirmed that this lot met all release criteria. The sterilization records were examined. This lot had been processed with ethylene oxide in a cycle which has been validated to ansi-aami-iso guidelines for a sterility assurance level (sal) of 10 (-6). All products in the lot are considered sterile unless the package integrity is compromised. All biological indicator testing for the load has been successfully completed. It should be noted that the user facility reported that this device was used in conjunction with a re-usable probe manufactured by another medical systems. Although the user facility reported that they sterilized the probe prior to use, they were investigating whether improper cleaning of the probe may have contributed to or caused the reported event. See attachment of a similar event reported regarding the use of the re-usable probe in USA today on june 2, 2006.